Manufacturer narrative:
Remains implanted.

Event description:
It was reported via clinical study that a cascadia cage at l2-3 migrated and a screw at l2 loosened approximately one-year post-operatively. Revision surgery was not performed and has not been scheduled. This report captures the cage.

Manufacturer narrative:
D3 has been updated from "stryker spine-us" to "k2m, inc.". No devices were available for inspection as they remain implanted in the patient. Device and complaint history records could not be reviewed for this lot as a valid lot code was not provided and could not be obtained. It was reported that a cascadia an interbody, implanted at l2-l3, was displaced into the canal. Additionally, it was reported that there was screw loosening at l2. According to the adverse event report, the incident occurred approximately one-year post-operatively and that the cage migration caused the loosening of the screw at l2. No devices or x-rays were available for evaluation. Post-operative patient activities are unknown. Trauma is unknown. It could not be determined if fusion was achieved at the subject level. Due to insufficient information, a root cause for this event could not be conclusively determined.

Event description:
It was reported via clinical study that a cascadia cage at l2-3 migrated and a screw at l2 loosened approximately one-year post-operatively. Revision surgery was not performed and has not been scheduled. This report captures the cage.